Manufacturer narrative:
On (B)(6) 2019 mentor became aware that the device evaluation summary submitted with the initial report on that same date was erroneously was submitted with the wrong statements. The correct statements are as follows: during evaluation of the sample a tear measuring approximately 0.9 cm was found on the anterior aspect. No additional anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that patients experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/1/2019. Device evaluation summary: during evaluation of the sample a tear measuring approximately 1 cm located on the anterior view of the device was found. Microscopic examination of the edges of the tear revealed parallel striations. No additional anomalies were observed. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. No further investigation will be conducted on this complaint due to external cause. Complaint information will be included in complaint trending that is reviewed and monitor by monitored by quality assurance on a regular basis to determine if further action is necessary. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: baker's grade IV capsular contracture. Manufacturer¿s reference number (B)(4).

Event description:
It was reported that a (B)(6) patient who underwent breast augmentation revision with mentor siltex contour profile high 350cc saline prostheses experienced left sided deflation and bilateral capsular contracture post procedure. The right sided capsular contracture was baker's grade iii and the left sided capsular contracture was baker's grade IV. As a result, bilateral prosthesis replacement with 375cc mentor memorygel breast implants was performed on (B)(6) 2019. The left sided issues were reported under 1645337-2019-13249 on 6/4/2019. On (B)(6) 2019 mentor received additional information and became of the right sided capsular contracture. This report relates to the right prosthesis.